Event description:
Report received of the following info: the pt had a cardiac catheterization in 2001. The closer 6 fr. Device was used to close the right femoral arteriotomy without incident. Following successful device use, the pt had no evidence of bruising or hematoma at the site and a sterile dressing was aplied. The pt was transfered to a tertiary care facility via ambulance in stable but serious condition the following day for open heart surgery. The pt allegedly had a post operative groin and chest infection on an unspecified date which allegedly required additional unspecified surgeries and hosp care. Though requested no additional info was provided.